Manufacturer narrative:
(B)(4). S/w version : 4.11e. Retainer ring=black. The pump was returned for cosmetic damage located at the back of pump(crack) found on (B)(6) 2021. Unit power up properly after battery installation. After battery installation unit gave an unexpected partial display with horizontal lines on display. Unit passed displacement test and self test. Test unit p-cap / reservoir locked properly in place. The following were noted during visual inspection: scratched case, cracked case, cracked case near the corner of belt clip rails, cracked battery tube threads, and cracked case on the battery tube side. Cosmetic damage was confirmed where cracked case near the corner of belt clip rails, cracked battery tube threads, and cracked case on the battery tube side was noted. Unexpected partial display with horizontal lines on display due to cracked / broken traces on lcd glass between the lcd controller and the lcd image area.

Event description:
Information received by medtronic indicated that the insulin pump had crack at the top of battery compartment. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.